Manufacturer narrative:
Follow-up #1: date of submission: 12/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/22/2016 with the following findings: a review of the black box showed evidence of call service (cs 064- occlusion during prime) alarms on (B)(6) 2016 at 07:04 and 14:49. Insulin deliveries did not resume following the alarms. A rewind, load cartridge and prime sequence was successfully completed. The pump was exercised for 24 hours with no alarms emitted and the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump¿s cover was removed and no damage or moisture was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient had a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose reading of 529 mg/dl with large ketones and a strong, fruity breath odor. The patient discontinued pump therapy at the time of the call and there was no treatment above and beyond the usual routine of diabetes care and management. It was also reported that there was a call service 064 alarm at the time of the incident. This complaint is being reported based on the following: the patient allegedly experience hyperglycemia while using insulin pump therapy, and the pump could not be ruled out as a cause or contributor.